Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported after receiving and during inspection of the bd luer-lok¿ tip syringe it was found there was a presence of mold. The following information was provided by the initial reporter. It was reported: "there was some mold on the syringe.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.

Event description:
It was reported after receiving and during inspection of the bd luer-lok¿ tip syringe it was found there was a presence of mold. The following information was provided by the initial reporter. It was reported: "there was some mold on the syringe.